Event description:
Related manufacturer reference number: 2017865-2024-62264, related manufacturer reference number: 2017865-2024-65733, related manufacturer reference number: 2017865-2024-65734. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.